Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. Additional findings include: distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled. There was blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, tip seal observation and damage at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt the lead did not have good thresholds. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Event description:
Asku